Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 bisector was stuck inside the cannula. A new kit was used to complete the procedure. There were no pt effects. The product was retained by the hospital.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. (B)(4).